Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications from different pyxis stations cannot be retrieved, medications not crossing. A technical support specialist dialed into the server to check message traffic. After contacting the pharmacy, the customer confirmed the issue was resolved and provided permission to close the case. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ es server medications not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.